Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer's insulin pump alarmed motor error twice during a bolus delivery. Customer's blood glucose was 200 mg/dl. The device was not dropped of exposed to a strong magnetic force. Customer does not use the sensor feature. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.